Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customer and retailers have been informed through the adc fa16 may, 2006 letter.

Event description:
A customer reported the unit of measure setting of their locked freestyle flash meter was able to be changed between mg/dl and mmol/l. There was no report of death, serious injury or mistreatment. The customer's meter has been requested back for investigation.